Event description:
It was reported that the patient states she had the kidney infection for one year and doesn¿t seem to go away.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type :programmer, patient. Product ID: 3889-33, lot# va0fmya, implanted: (B)(6) 2014, product type: lead. (B)(4).